Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Conclusion: it was reported that the hamilton-c6 ventilator screen went blank during ventilation. A patient was connected at the time, and the patient was transferred to another ventilator as a precaution, and ventilation continued. No patient harm was reported, and the patient remained stable. The field technician confirmed that the interaction panel (ip) esm board and the ventilation unit (vu) to ip cable were replaced. All required service software checks were successfully completed, and the device was returned to clinical use. No log files were available for review. There was no indication of death, injury, or serious deterioration of health. No further information was received. Based on the available information and completed corrective actions, the case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): panel connection lost were reported. A additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.